Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use on a patient, an 840 ventilator's lower display screen went blank. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The covidien technical support engineer (tse) recommended the customer replace the gui (graphical user interface) to bd (breath delivery unit) cable. The tse indicated if the problem persists the customer may need to replace a gui and or bd cpu (central processing unit) board.